Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to a femoral periprosthetic fracture sustained in a fall (cause of fall not reported to rep). A hemi hip construct with a stem, femoral head, and bipolar component was revised to another stryker hemi hip construct plus cables.